Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a burning sensation at the implant site when using stimulation at night. The patient underwent an ipg replacement procedure wherein a non rechargeable ipg was implanted. The patient was doing well post-operatively and explanted ipg will not be returned.